Event description:
The catheter "frayed" at the connection to the pump and was replaced. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Catheter.